Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: rust/corrosion in battery compartment. Leak test failed due to battery compartment leak. Opened pump; no further evidence of moisture internally. Battery compartment crack at the threads to the left of the bumper & at case seal below the bumper. Unrelated, the display is dim/fading (pink).